Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 694958 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had a bacteremia infection and endocarditis. It was further reported that there was vegetation found on the tachy lead and pus was noted in the pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.